Manufacturer narrative:
During preparation of a frontrunner cto catheter it was reported that ¿upon bending the tip, it broke.¿ the device was not clinically used and there was no patient injury. The product was opened and removed from the package according to the IFU. The product was inspected and flushed by the tech in a proper manner. The physician, a vascular surgeon, then went to shape the tip of the frontrunner and upon bending the tip, it broke. The device unfortunately was discarded. Another frontrunner was used successfully. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15822874 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
During preparation of a frontrunner cto catheter it was reported that upon bending the tip, it broke. The product was inspected and opened in a sterile manner. It was flushed by the tech in a proper manner. The physician, a vascular surgeon, then went to shape the tip of the frontrunner and upon bending the tip, it broke. The device unfortunately was then thrown away. He opened another frontrunner, bent the tip, and the device worked perfectly. The procedure was a success and there was not any patient consequence. The physician closed with an exoseal.

Manufacturer narrative:
The product is not available for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.